Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit and was unable to duplicate the problem. Re-calibrated the current sensor and replaced the circuit breaker as a precautionary measure. Also replaced the potentiometer (digital encoder) as temperature control was not adjusting in a linear fashion. The unit was tested to factory specifications. All tests were executed successfully. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).